Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not deliver a shock two times during a patient use case. The customer used the same pads and cable on another mrx defibrillator, and they worked. There was no reported adverse patient impact.

Manufacturer narrative:
A supplemental report for failure analysis info: one adult/child pre-connect multifunction defibrillation electrode pads set was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the pads. .